Manufacturer narrative:
The pod was received with evidence of damage to the exposed portion of the soft cannula. The soft cannula was stretched and fluid path testing found a tear in the exposed portion of the soft cannula resulting in an external leak. It could not be determined when this damage occurred. The download data from the pod shows no timeouts or drive stalls, indicating that there was no signs of struggle to deliver insulin. No other damages or manufacturing deficiencies that would prevent the delivery of insulin were observed. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 21.8 mmol/l (392.4 mg/dl). The pod was worn on the patient's leg for between 36 and 48 hours. As treatment, a new pod was applied.